Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e, serial number: (B)(6), batch/lot number: 7328639, model/catalog description: infinion 16 trial lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent lead pull and was doing well postoperatively. Explanted device was discarded.